Manufacturer narrative:
Reported event of tip detached/separated exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cannulation procedure performed on (B)(6) 2014. According to the complainant, during the procedure outside the patient, it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with new hydra jagwire guidewire. There were no patient complications as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
A visual examination of the returned unit revealed that the jacket damaged and peeled along the body and the distal tip bent. The outer diameter measurements are within the specifications. It was noted that the returned unit was not consistent with the complaint the distal tip detached exposing the corewire tip. It is most probable that procedural factors could have generated the failure reported, therefore, the most probable root cause is operational context. A device history record (DHR) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cannulation procedure performed on (B)(6) 2014. According to the complainant, during the procedure outside the patient, it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with new hydra jagwire guidewire. There were no patient complications as a result of this event. The patient's condition was reported to be good.